Manufacturer narrative:
This report is being supplemented to provide additional information based on results of additional culture testing performed by the user facility (please see b6) and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, four new scopes which were never used before, tested positive for an unexpected contamination. The issue was found during reprocessing. The micro test report from the customer indicated the evis exera iii colonovideoscope tested positive for one (1) to nine (9) colony forming units (cfu) of coagulase negative staphylococcus. The results appeared to be from skin flora attributed to user error or lab error. There was no patient involvement. This report captures complaint on evis exera iii colonovideoscope (model: pcf-hq190l, serial number: (B)(4). Patient identifier (B)(6) captures complaint on evis exera iii colonovideoscope (model: pcf-hq190l, serial number: (B)(4). Patient identifier (B)(6) captures complaint on evis exera iii colonovideoscope (model cf-hq190l serial # (B)(4) and patient identifier (B)(6) captures complaint on evis exera iii colonovideoscope (model : cf-hq190l serial number: (B)(4).

Manufacturer narrative:
The company sales specialist accessed the endoscope microtest method followed by the site. An endoscope microtest is a genca guideline and not mandated by olympus. The test kit used was one from endoworx. With regards to manual cleaning, the specialist checked all the steps- from leak test to manual clean in the sink , reprocessing , 12-hour hang time / dry scope to scope presentation for testing. All the steps were followed and the microtest was done in accordance to the guidelines. It was noted that the cleaning room where the test was conducted was under an air conditioning outlet and is not suitable. As per the sales specialist, there was no real differentiation between clean and dirty with this in mind trying to achieve a result better than 1-9 is not possible. The results appeared to be from skin flora attributed to user error or lab error. The company representative would attend the next scope testing. The device will not be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
Correction to h10 of the first supplemental report. The subject device was not returned to olympus and therefore not evaluated. Based on the results of the investigation and because the user culture results were not shared and the device was not returned, the reported event could not be confirmed and a root cause could not be determined.